Event description:
It was reported to boston scientific corp on sept 21, 2007, that an ultraflex esophageal endoprosthesis stent was used in an esophago-gastroduodenoscopy (egd) procedure on a male pt in 2007. According to the complainant, "during the procedure, the delivery system caught on the end of stent and dislodged the stent when trying to remove the delivery system. The physician removed the stent and completed the procedure with another of the same device....". According to the complainant, "the physician is fine".

Manufacturer narrative:
The suspect device has been discarded by the complainant; therefore, a device eval will not be performed. The relationship between the device and the event is undetermined. A device history record (DHR) review, product eval, and product family complaint trend review are in progress and the results will be provided in a supplemental medwatch report.